Event description:
A malfunction alarm with code malf 9 was reported. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided assistance to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue recurred, which the customer acknowledged and understood.